Manufacturer narrative:
The device, used for treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms it was reported that the patient had a fall getting out of bed on the evening of his left implantation surgery sustaining a fracture of the posterior third of the greater trochanter. Treatment consisted of conservative management and no surgical intervention was needed. To this date no revision has been reported. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document for this failure mode was conducted. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, include but not limited to excessive forces applied to implant and inadequate design. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
It was reported that the patient presented a fracture of the posterior third of the greater trochanter of the left leg. This was surgically corrected.